Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the device was not detected on the bus. A field service engineer found that drawer 3.1 in the main unit was not detected on the bus and reseated the row board cable to resolve the issue. Afterward, during the pm, the engineer tightened the screws for the hard stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two whole drawers were displaying not detected on bus. The customer attempted to restart the station multiple times; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.